Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement s7 staff cart shipped to site (B)(4) 2014. Medtronic investigation of returned suspect staff cart finds that the caster mounting bolt had broken off flush with base of the cart. Physical damage - pieces broken - directly caused event. (B)(4) 2014 a medtronic representative performed a navigation system check-out, all areas passed.

Event description:
A medtronic representative reported that a non-locking caster wheel broke off the bottom of the navigation system cart. There was no patient present when this issue was identified.